Manufacturer narrative:
Other, other text: one smiths medical medfusion pump was returned for analysis with a chipped and cracked top case. During analysis, the reported issue was able to be duplicated. The pump was noted to be noisier that normal, motor rate error was also noted and, would not run long enough to test check clutch error. Service replaced motor assembly for noisy and motor rate issues. Replaced clutch half's left and right with leadscrew and spring for check clutch/ plunger lever error in history. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be normal wear.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited motor rate error, check clutch plunger lever error and had a very loud motor. No adverse effects were reported.